Manufacturer narrative:
According to the customer, the "syringe backing off the manifold during procedures". There was no further information. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer, the "syringe backing off the manifold during procedures".